Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized due to high blood glucose (bg) levels of 27 mmol/l (486 mg/dl), high ketones of 4.5, vomiting, and being unable to stand up, while wearing the pod on the hip/buttocks between 4 and 24 hours. At the hospital, the patient was placed on infusion of fluids 3x and blood analysis were performed. After about 6 hours, patient was feeling better and left the hospital.